Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that his roommate had to call the paramedics 3 times due to low blood glucose readings of 41 mg/dl. The customer was taken to the emergency room each time and was released after his blood glucose levels reached 100 mg/dl. The customer treated one of the events with food. The customer also reported an issue with the keypad saying the buttons were hard to press. Customer was unable to pay for the sensors and believe he was misquoted on the price. Nothing was replaced or returned.